Event description:
A customer reported that a patient who received 5 fluorouracil with a baxter folfusor experienced after effects after being administered with the drug in 48 hours which was faster than expected. The customer's expected infusion time and total fill volume of the device is unknown. Additional information has been requested.

Manufacturer narrative:
The actual device involved in this incident has been discarded by the reporting facility. A companion sample has been requested for evaluation. Should a companion sample be received, a follow up report will be submitted. A batch review has been conducted on lot number 06c029, which revealed that the lot passed all release criteria. Additional information has been requested from the reporting facility. Should additional information be received, a follow up report will be submitted. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.